Event description:
The user facility reported that the involved angio-seal device was deployed and unsuccessful. The footplate did not deploy, and everything came out of patent therefore manual pressure was held. The event occurred post treatment. There were no other devices or equipment used with the reported product. Additional information was received on 05 october 2022: the type of procedure performed was a y-90 mapping using a 5 french procedural sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion; no ultrasound used. A pre-deployment angiogram was performed. There was no blood loss. The patient was in stable condition.

Manufacturer narrative:
Initial reporter occupation: x-ray tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6fr angio-seal device was returned to for product evaluation. The returned device included the guidewire, locator, hemostasis sheath, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was found to have been fully removed from the hemostasis sheath and was returned in the fully rear-locked position. The anchor, suture, collagen, and tamper tube were found to have been fully deployed. The collagen was found to have been damaged, however, no other damage was identified. The complaint was able to be confirmed for non-deployment device pull-out. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt).